Manufacturer narrative:
Cine image review: the image review shows the treatment of the target lesion in the mid lad . An image captures a dislodged stent in the proximal lad. The images appears to show multiple attempts to deliver the balloon at the proximal lad and at the proximal lcx. Another image appears to show a stent around the proximal and mid lcx and a guideliner introduced into the vessel. The images appears to show the presence of ballooning and multiple stents in the proximal-mid lcx which confirms the use of balloon to crush stent and the deployment of two overlapping stent. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity rx drug eluting stent to treat a severely calcified and moderately tortuous lesion in the mid lad which exhibited 90% stenosis. No damage noted to packaging or issues noted removing the device from the hoop / tray. The device was inspected and negative prep performed with no issues noted. There was no difficulty noted when removing the protective sheath. The stent was inspected post removal of the protective sheath with no issues noted. The lesion was pre-dilated. The inflation device remained on neutral pressure during delivery of the device. During the procedure, the stent did not pass through a previously deployed stent. No resistance was encountered when advancing the device. It was reported that the stent initially failed to advance in the lesion and a guideliner was introduced to the left main and the physician attempted to advance the resolute again but the device would not advance. The physician pulled the stent out but the stent had dislodged and only the balloon came out. The stent was stuck in the proximal lad. The physician made several attempts to remove the stent using a balloon but was unsuccessful. The dislodged stent moved into the proximal cx. The physician used a balloon to push the stent into the prox -mid cx and crushed the stent to the vessel wall using a balloon. Another balloon was used to re-crush the stent. The physician then continued the procedure by implanting 2 overlapping non mdt stents in the cx and post dilated the mid segment with good final angiographic results. The physician returned to the lad and carried out repeat angioplasty of the mid lad using a balloon inflated for 50 secs with good results. The patient will return at a later date for rotational atherectomy of the lad to treat the heavy calcification.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.